Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was indicated via phone call that the pump cannot exit the preparing the prime loop rewind process and insulin squirts out of the insulin pump during manual prime. The customer's blood glucose level was 90mg/dl at the time of incident. Caller also indicated that the buttons are not responsive. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on bolus, escape, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No rewind anomaly or prime/fill anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.